Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the two 2.5 x 8 mm xience v stent delivery systems (sds) would not cross. Reportedly, there were no pt effects. No additional event or pt info is available. This event is being reported based on the analysis of the returned products which revealed that the stents were dislodged and not returned. There was no info regarding when the stents might have dislodged or where they were located. However, there were no reported pt issues or the need for medical/surgical intervention.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. The other xience v indicated is being reported under this MFR report number. Eval summary: quality assurance analysis revealed that the two sds were returned with blood visible in the guide wire lumens and on the balloons. There was contrast visible in the inflation lumens. The stent implants were dislodged from the balloons. There was stent implant crimp marks on the balloons between the markers. The balloons had relaxed folds. There were two kinks in the hypotube in one of the sds, 31.2 cm and 74.5 cm distal to the strain relief tubing. There was no damage or kinks noted to the inner member or tip of the two sds. The tip seal lengths were measured and met mfg criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.